Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy in 2008. It was reported that during the procedure, the surgeon misidentified tissue as bowel instead of uterus and perforated the bowel with the device. A second general surgeon repaired the perforation by suturing the bowel. The laparoscopic supracervical hysterectomy was then successfully completed. The patient remained hospitalized, was discharged from the hospital five days later, and has resumed daily activities.

Manufacturer narrative:
Date sent to the FDA: 02/15/2008. Conclusion: it was reported that the bowel was perforated with the device because the surgeon misidentified bowel as uterine tissue. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.